Manufacturer narrative:
The device history record (DHR) for lot 433003x indicates that units were produced on (B)(6) 2014 and no issues were found in samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues were found. All scheduled maintenance and calibration activities were completed on time. There was no process or material changes related to this type of issue for this product within the previous 12 months from the production of the lots. A review of the machine setup was conducted and there were no issues and observation of the machines in their current condition does not reveal any issues. There was one (1) used sample returned with this complaint. An investigation was conducted. Visual examination of the sample was done by the quality engineer which noticed that a small piece of plastic (flash like) was attached to the tip of the smartip cannula. The reported condition is confirmed. The exact root cause of the reported condition could not be determined, however, based on the investigation performed by the quality team the most likely root cause of coring was due to flash on the tip of the smartip med-prep cannula. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for deformities. The lot met all defined acceptance requirements at release. A quality alert was sent out to the supplier for the reported issue. This information will be utilized for trending purposes to determine the need for additional corrective actions.

Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a needleless cannula. The customer states upon drawing medicine the anesthesiologist noticed particulate in the vial itself. The anesthesiologist was concerned that the smartip could have possibly "cored" the septum of the vial. There was no patient involved.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.